Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call on (B)(6) 2018 that the insulin pump was damaged by the reservoir compartment. No blood glucose was provided. No symptoms or treatment were reported. Customer reported that they were taping down the reservoir in order to keep it in. Troubleshooting was not performed. Product will not be returned for analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no excessive no delivery or occlusion alarm due to completely broken reservoir tube lip. Device received with broken reservoir tube lip.